Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that following a non-device related procedure, the patient was experiencing discomfort and difficulty charging the ipg. It was mentioned that after the procedure the ipg may have flipped. It was also noted that the patient can feel the ipg protruding through the skin at an angle like it is tilted. The patient underwent an ipg replacement procedure. The explanted device will not be returned per facility policy.